Event description:
Pt found on floor, pt fell on their left hip which was now hurting. Bedcheck was in place. But did not alarm at time of fall. X-ray showed impacted subcopital left femoral neck fracture. Pt had procedure to repair fracture 12/2003.